Event description:
Calcified aortic valve, recent myocardial infarct, difficulty crossing, used glide wire thru jr4 to cross, switched to cordis st. Exch. Wire to remove r4 and introduce pigtail (6fr). Hooked up to power injector. Upon injection of omnipaque, dye (contrast) was seen outside of left ventricular, into pericardial space. Tamponade with no perfusion followed. Attempted pericardial centesis without success. Intra aortic balloon pump and "tpm" inserted. Pt to or. Pt died in or.